Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the voice prompts on their device would intermittently not function when the on/off button was pressed and the device lid was opened.  This could cause the device to not be usable while use on a patient.  There was no report of any patient use during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device's internal hlc batteries had been depleted, which led to the device not being able to remain powered on during use. This observed power issue is likely what the customer initially reported as no voice prompts. Physio-control was unable to conclusively determine what led to the internal hlc batteries becoming depleted.